Event description:
It was reported that patient faced repeated issues with bent cannulas on (B)(6) 2026. The patient experienced high blood glucose levels of 401 mg/dl with associated nausea, vomiting and received treatment with manual injection.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.